Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686 (software version: 2.1.0). Patient weight not available. Device UDI number unavailable. A medtronic representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No hardware parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the site had inaccuracy issues during the case. There were limited details on the inaccuracy. The site continued using the navigation system and did not abort navigation. There was no delay to the procedure, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: upon checkout of the system there were no inaccuracies found; the cause was not able to be identified. Device evaluation: a software analysis was completed but was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The amount of inaccuracy that was observed was approximately 2 millimeters.